Event description:
The manufacturer received information alleging a trilogy evo ventilator was returned to the manufacturer's service center for evaluation of an alleged ventilator servicer required alarm. There was no harm or injury reported. During evaluation, the alleged alarm was not duplicated on operational check. Review of the device error log showed record of error code e-384 indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor), prompting the replacement of the flow sensor. Preventive maintenance was performed on the device, and it was confirmed the unit operated properly. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.